Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during preparation for use for a diagnostic bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction: d4 lot#- should be blank this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed and the investigation found a damaged charged coupled device unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to due to damage on charging coupled device unit, and as a result the image is not displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer